Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the battery pins in battery well 2 being broken and bent. Physio replaced the device's battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was intermittently powering off during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.